Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose ran low. The blood glucose reading was 48 mg/dl. The drive support cap appeared normal and recessed. During troubleshooting, the blood glucose dropped to 45 mg/dl though the customer had treated with food, and she was unsure of why the blood glucose was dropping. The reservoir showed the same amount of insulin as was shown on the status screen. The customer believed the insulin pump to be over delivering insulin. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.